Event description:
It was reported that on (B)(6) 2024, a percutaneous vertebroplasty (l1) for ovf with vbs was performed. In the surgery, when the stent balloon was finished being placed and cement was about to be mixed, a ¿cracking¿ sound was heard from the handle of the mixer of the kit in question, and the handle became stuck. The mixing was done according to the manual, and the surgeon had used the product in more than 30 cases and had mixed it correctly. A spare product was used. The surgery was completed successfully 30 minutes with surgical delay. The surgeon commented that a part in the handle must have broken off and stopped working. The patient was reported as stable. This report involves one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: part: 07.702.016s. Lot no: 3j53621. Release to warehouse date: 01 sep, 2023. Expiry date: 01 sep, 2026. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.